Manufacturer narrative:
(B)(4). Method: medical review. Results: medical review - glaucoma most often occurs in adults over age 40 with family history of glaucoma. There is an increased risk in people who are highly myopic, have diabetes, and those taking corticosteroids. This condition is not due to the icl but a patient condition. The cataract in this case may be due to the natural aging process, however, it is unclear if the icl could have contributed to this condition. There is a higher risk of cataracts in patients who are highly myopic and who have undergone any intraocular surgery. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Conclusions: based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient stated the surgeon implanted an icm115v4 11.5mm implantable collamer lens in the patient's left eye. The patient reported that she was told by her doctor that she has developed a cataract and glaucoma. The patient has severe myopia and high pressure. Patient had an iridotomy a year ago. She is currently using 3 drops in eye. She is not seeing well out of her left eye. Icl remains in eye. The surgeon was contacted and stated patient has a family history of glaucoma which was not stated during enrollment in the clinical trials. Patient has been doing well with no problems even after the clinical trials were closed. Patient developed glaucoma 10 years after implantation, and has recently developed a cataract as well (12 years after implantation).